Event description:
The patient contacted animas alleging that the pump dispensed insulin from the cartridge during the load step and received a "no cartridge detected" message afterwards. At the time of troubleshooting, the patient confirmed she did rewind load cartridge correctly and confirmed cartridge cap was secure. There was no patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). The retain cartridge were evaluated by product analysis with the following findings: the cartridge passed visual inspection and no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. No defects were found with the retain cartridge. If animas obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 12/20/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:evaluation revealed a cracked solder connection at the force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the load step pushed approximately 50 units before detecting a cartridge.